Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to "system failures", the customer "over-treated and under-treated" which resulted in intermittent low blood glucose (bg) levels (44 to 60 mg/dl). The customer declined to provide further details. Reportedly, the customer required the assistance of a family member to provide juice to treat the low bg. The customer reported undefined "injury to the brain" but declined to provide further details.